Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported three patients sustained radial capsular tears during laser assisted cataract procedures. This report addresses the first patient. Upon follow up, reporter indicated the patient has recovered. Surgeon stated the intraocular lens (iol) was placed in the sulcus instead of the bag, and as a result the patient's astigmatism was unable to be corrected.

Manufacturer narrative:
Since the phaco procedure is after laser assisted treatment, the laser cannot be completely confirmed as the cause. The field service engineer (fse) was called to evaluate the system and found the system to meet specification. Additionally, tears to the capsule could be caused by surgical technique, patient ocular history, or patient movement. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).